Event description:
The tip of this pair of scissors broke off in a pt's nose during septorhinoplasty. The physician removed the tip from the pt's esophagus. There was no pt injury.

Manufacturer narrative:
This information is furnished in respomse to FDA letter dated 2/10/1998.